Event description:
It was reported to philips that the device was unable to produce x-rays and gave a generator error. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system onsite and confirmed that the device was unable to produce x-rays and gave generator error. Analysis of the log file confirmed that either point (power inverter (point) certeray) has an internal error or the hivo (hivo high voltage transformer) has an error. The rse suggested the customer to replace the point first and later the hivo through biomedical engineer since they should have addressed the issue via service department in biomed. The codes were updated based on the investigation outcome.